Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received an unspecified low reading obtained on the ADC device compared to an unspecified reading obtained on a healthcare professional (HCP) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced slurred speech, difficulty walking, balance impairment, confusion, and hypotension but was able to self-treat by consuming sugar and carbohydrates. The customer subsequently self-presented to a hospital, where a healthcare professional (HCP) provided a large amount of water and administered an insulin injection (dose and type unspecified) as corrective treatment. There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device scan of 40 mg/dL was compared to a reading of 500 mg/dL obtained on a healthcare professional (HCP). When plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.